Event description:
The customer reports: it was impossible to slide/advance the catheter on the guide. The guide was removed, it was completely bent. Another guide was used to solve the issue with success.

Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a used guide wire. The guide wire appears to be severely kinked near the distal end, but this cannot be officially determined without the sample to evaluate. A probable cause of the guide wire kinking cannot be determined from the photo and without the actual sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "to reduce the risk of spring-wire guide damage, do not retract spring-wire guide against edge of needle while in vessel." The report that the guide wire kinked was confirmed through examination of the customer supplied photo. The image showed the guide wire kinked near the distal end; however, the actual complaint sample was not returned for evaluation. The device history records did not reveal any relevant findings. Therefore, the probable cause of the guide wire kinking could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: it was impossible to slide/advance the catheter on the guide. The guide was removed, it was completely bent. Another guide was used to solve the issue with success.